Event description:
The following has been reported: biomed reported: "fk pump was giving the reported issue of "screen reads service needed". There was no report of patient harm nor the stoppage of an active infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (vr encoder). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure vr encoder. The frm flex cable was found to be pinched in between the screw and the front housing. The frm flex cable was replaced. Device was reverted to manufacturing mode and resistor home test was performed. Device was moved to stations 4 and 5 for resistor calibration and verification which succeeded. No other issues were found. Device will be sent to the repair process before being sent to the test line for full functional testing.